Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead was repositioned during the procedure, and after reconnecting the lead to the implantable pulse generator (ipg), it was not possible to screw down the setscrew on the rv lead port. The device was removed and another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device indicated foreign material on set screw. The returned device indicated a loose/detached set screw. The returned device indicated a set screw with a rounded socket. If information is provided in the future, a supplemental report will be issued.